Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that she called the customer and the customer stated that he had some occasions where the reservoir has gotten air bubbles. It was stated that the customer uses prefilled reservoirs and reuses them. He fills them with cold insulin, restores them in the refrigerator and puts them in his pocket before going to work. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device will not be returned for analysis.